Manufacturer narrative:
(B)(4). Evaluation codes: conclusion: (other): an investigation of the root causes of lens tears, similar to that stated in this claim, were addressed in a CAPA opened in 06/2005 (which was subsequently closed). The CAPA addressed delivery system issues including all stages of manufacturing of the injectors and cartridges. Processes were reviewed and revised as opportunities for improvement were revealed. The CAPA also addressed handling errors. All injector/cartridge directions for use (dfu) have been modified to add further clarifications to instruct the users in the proper delivery techniques that are effective, and minimize the potential for damaging the lens. The damage to the lens could not be evaluated because lens was not returned to staar. Based on the complaint history, possible root causes for lens tears include both delivery system issues and handling errors by the customer. (B)(4).

Event description:
The reporter stated the surgeon used a aa4203tl toric optic silicone single piece lens. Stated the surgeon was advancing the lens in the injector when the surgeon noticed the lens haptic tore. There was no pt contact. Another same model and size lens was implanted. Lens was discarded.